Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon set up of vasoview hemopro tissue welder device prior to use in the case, the harvester noticed the device would not activate. They tried to switch out the dc extension cable without success. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. Visual inspection revealed that the tissue welder jaws showed some signs of clinical usage and the heater was bowed out slightly. Resistance measurements were not within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not activate. Based upon the resistance measurements and the functional test, the reported complaint "would not activate" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).